Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer had telemetry issues due to the radio frequency head connector. It was indicated that the programmer lost telemetry when gentle pressure was applied to the head connector on the printed circuit board, and that the connector on the board was loose. The board was replaced and recalibrated. The programmer's hard drive was reconfigured and loaded with updated software. It was also indicated that there was corrosion at the power supply bay on the upper case. However, no corrosion was found inside the programmer, therefore the upper case was replaced. It was also indicated that the lower case feet were worn, the right keyboard hinge was broken, the keyboard was pulling apart at the right hinge, and the power supply fan was noisy. These parts were replaced and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the radiofrequency head connector of the programmer had something wrong with it. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.